Manufacturer narrative:
Mckesson investigated the issue and concluded that (B)(4) did not cause or contribute to the patient harm. When images are initially acquired from a modality and received by (B)(4), the study status appearing in the work list is set to "performed". A technologist reviews the study and changes the status to "reviewed". Reviewed studies will appear on the radiologist study list and is available for interpretation. In the reported case, the study was performed on (B)(6) at 14:54:29 and was "reviewed" approximately 2 hours later. The radiologist reported the study on (B)(6) 16:25:02.

Event description:
On (B)(6) 2014, the reporting facility requested assistance in generating the audit report for a study to aid in investigation of workflow delay for an ER patient. It was reported that patient harm allegedly occurred between the time that the study was performed and the time it was reviewed. The extent of the harm was not communicated to mckesson.